Manufacturer narrative:
Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the pcba 1, pcba 2 and motor home switch. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspections: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked belt clip rails, corroded home switch, cracked case, scratched case, cracked keypad overlay, stained keypad overlay and cracked case (battery tube). Missing segments/partial display was confirmed due to a cracked lcd glass. Corroded home switch and moisture damage on electronic assembly was noted during deconstructive analysis. No damages noted on pump lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a scratch and crack on the insulin pump's display and making the display unreadable, affecting pump functionality. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and included confirming the location and extent of the crack, verifying no damage to the infusion set or reservoir, and advising the customer to discontinue use, revert to a backup plan, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.